Event description:
It was reported that the device had fluid intrusion. The customer has stated that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Baxter eval could not reproduce the reported symptom of "fluid intrusion" in the wireless device. Eval found that the wireless module connection capabilities are inoperable due to a "check battery (1)" condition caused by corrosion on the wireless module flex and failure of the radio printer circuit board rendering the unit un-repairable. The device is un-repairable and was removed from services.